Event description:
It was reported that the procedure was to treat a right anterior tibial artery. When attempting to remove the 3.0x100mm jade balloon it was noted that the balloon and .014 ht command guide wire became stuck together. Both devices had to be removed as one unit without issue. The procedure was deemed complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood and/or contrast on the guide wire and/or inadvertent interaction with the 3.0x100mm jade device resulted in the reported difficult to remove; however this cannot be confirmed. Manipulation of the guide wire resulted in the noted bends likely contributing to the reported difficulties. The investigation determined a conclusive cause for the reported/noted difficult to remove cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.